Event description:
It was reported that patient underwent hip arthroplasty on an unknown date in 1988. Patient was revised on (B)(6) 2009. Subsequently, patient was revised again on (B)(6) 2014 after allegedly identifying osteolysis through x-rays.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown, expiration date - unknown, date implanted - unknown, PMA/510(k) number - unknown. This report is 2 of 2 mdrs filed for the same event (reference 1825034-2014-01289 and 1825034-2014-01376).

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 1988. Subsequently, patient was revised on (B)(6) 2009 due to poly wear and osteolysis. The femoral and acetabular components were removed and replaced. Patient underwent another revision procedure on (B)(6) 2014 due to osteolysis and synovitis.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.